Event description:
It was reported that the pt expired, due to a massive stroke that was not believed to be device related. The hcp was unsure if an autopsy was done or if device was explanted. She verified that pt had been receiving lioresal.

Manufacturer narrative:
.